Event description:
It was reported to MFR, by facility, (B)(6), per the facility, two c.n.a.s were moving a female pt from her wheelchair to her bed. As the resident was over the bed, a weld on the left leg broke, causing the leg to move in towards the right leg and the lift to tip. The resident fell a few inches onto her bed and did not incur any injuries. C.n.a.s were bumped by the lift, but not injured. (B)(4). MFR has received a small number of customer complaints involving a weld/yoke break on the base lifter leg during use. Although there has not been injuries reported there is a potential for injuries. MFR will evaluate returned components, do a preliminary probable cause of failure, do a supplier/ vendor request for corrective action and schedule a supplier/ vendor visit. Re-convene to discuss all that has transpired and review the findings to date before any resolution can be determined.